Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive could not be determined. It is possible that the defect was caused by stress of repeated use, external factors, or handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to a pinhole on the bending section cover, water tightness was lost. Also, the evaluation found the following: the distal end had a chip. The adhesive on the bending section cover had a chip. The venting connector of the light guide connector was loose. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The forceps elevator had discoloration. The protector of the universal cord on the control section side had a scratch. The light guide-cover glass had a scratch. The video connector had a crack and was deformed. The venting connector on the light guide connector was loose. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer sent a repair request for a flex deflectable videoscope with the issue of air/water leakages. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.